Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2020-05910, 2017865-2020-05915. It was reported that the patient developed pocket erosion and infection. The entire system including the pulse generator and the leads were explanted. On (B)(6) 2020, a new system was implanted. There were no patient consequences.